Event description:
The customer reported to customer service that the power supply for her pump is getting hot and melting. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, smoke or sparking, but that the transformer housing melted to a point where it created a hole. She indicated that no injuries were sustained as a result of the issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a supplemental report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.